Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a failed electrical safety test, a chipped light cover glasses, a lifted distal end adhesive, a hole in switch one, a delaminated light guide tube, and the up angle and the angle play were not to specification. The following components were found worn: light cover glasses adhesive, optical cover glass adhesive, insertion tube protector, and the colored ring in the control body. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the auxiliary jet channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the adherence/clogging of the material was confirmed, the foreign material could be simethicone type product. However, a definitive root cause could not be determined. Also, no physical damage of the device was confirmed at where the foreign material was remained. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ . Olympus will continue to monitor field performance for this device.